Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with vancomycin (intraperitoneally, one gram in one bag and frequency not reported) and meropenem (500 milligrams, 3 exchanges per day and route of administration was not reported) for the event of peritonitis. The patient¿s outcome was unknown and the action taken with dianeal therapies was not reported. No additional information is available.